Manufacturer narrative:
Testing and investigation found during testing at the service center when the device was placed into the biomed mode, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.